Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer gave "reset has occurred" message upon interrogation. Reprogramming was performed. No patient complications have been reported as a result of this event.